Manufacturer narrative:
Based on the completed investigation, the dirty lens was due to a foggy image. However, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, a dirty lens was observed. There was no patient involved.